Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
Customer reported the item has broken tips. Add'l info rec'd from dentist, who stated the device was used during a dental extraction and the tip broke. He reported he was able to retrieve the tip of the device and there was no harm to the pt, however, he felt there was the potential for harm.